Event description:
Patient complained of hip pain. Dr. Proceeded with debridement and implant exchange of head and poly components.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient complained of hip pain. Dr. Proceeded with debridement and implant exchange of head and poly components.

Manufacturer narrative:
The other device listed in this report: cat. No.: 06-3610, c-taper cocr lfit head 36mm/+10, lot code: mkeypy. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.